Event description:
(B)(4). I began to feel really tired and my thyroid levels were all over the place. I also experienced extremely heavy periods, low iron, vitamin d deficiency, my hair fell out, constant joint pain, failing eyesight.